Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through resetting pump, confirmed that malfunction did not recur, and was advised to continue using pump and to call back if alarm appeared again, which customer acknowledged and understood.